Manufacturer narrative:
The philips field service engineer (fse) went onsite to perform a thorough inspection of the hd15 ultrasound system and isolated the issue to a poor usb connection on the pc that leads to the control panel. Evaluation of the device verified the poor connection caused the system control panel to be unresponsive. It has been concluded that the ultrasound system did not cause or contribute to the death of this patient. Once a secure connection was established, the system operated properly and was returned to use.

Event description:
The customer reported that a patient had expired in the ER as a result of an aortic rupture, the medical team was unable to use their hd15 ultrasound system to evaluate the patient due to an unresponsive control panel. A health professional at the site stated that this outcome was imminent based upon the patient's critical state.